Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mm x 2.00mm nc quantum apex balloon catheter was advanced for dilatation. The device was initially inflated at 14 atmospheres; however, during the second inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen and balloon. The distal shaft, balloon, balloon bonds and markerbands were examined. The balloon was loosely folded. Microscopic examination of the balloon presented a pinhole in the balloon material over the distal marker band. A portion of the outer shaft was plastically deformed proximal of the proximal balloon weld. The tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mm x 2.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. The device was initially inflated at 14 atmospheres; however, during the second inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.